Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: *specific component(s) involved: pump drive unit malfunctionadditional text: outflow stator, thrombus fomation surrounding ball bearingother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: